Event description:
The patient reported an uncomfortable sensation at the implant site. The patient was advised to see their physician. The patient reported that an infection was found. The scs system was explanted in 2005.